Manufacturer narrative:
Per evalution by the manufacturing site: complaint verified - on a few occasions, after several hours of use, the ccu would display incompatible camera head detected, but the image would remain live and usable - no actual image drops were detected during testing. The customer returned 3 devices, which were all evaluated together: tc201us, tc301us, and tc028. The customer did not return any of their single-use scopes, so a test fixture single-use scope was used. During a week and a half of testing, the image never dropped out or was unusable. The incompatible head message only occurred on 3 occasions during a week and a half of testing. Since the failure rate was so low, a specific root cause could not be determined - repeatability was extremely rare and unpredictable. A functional testing indicated that the failure is being caused by the customer's tc301us. This was done by testing the customer's ccu with other test fixture ccus; the failure only occurred on system setup combinations utilizing the customer's tc301us. The issue is related to the customer's intermittent tc301us motherboard, which should be replaced. The issue was isolated to the customer's tc301us. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID are documented in section h10.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that prior to the procedure on (B)(6) 2025 there was a very bad signal and image disruption when using with single scopes. No negative impact in state of health reported. Cross reference MDR: 2027009-2025-00163. 2027009-2025-00179.

Manufacturer narrative:
The device was returned to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).